Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and there was blood in/on the helix/lobe mechanism. It was noted that the outer insulation had a cosmetic cut and the lead appeared damage at implant.

Event description:
It was reported that the right atrial lead dislodged during an implant attempt. The lead was explanted and the physician saw tissue on the helix. The lead was replaced. No patient complications have been reported as a result of this event.